Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrumen was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed the cable breaking. Additional investigation identified mechanical indentation to the yaw pulley and damaged insulation to the conductor wire are the affected surrounding components. The instrument was found to have mechanical indentations to the yaw pulley on the same side as the broken grip cable. No missing material was confirmed on this area. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Thermal damage was observed at the base of the grip tips on the opposite side of the damaged insulation. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Furthermore, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted urology procedure, the customer experienced gripping issues with the maryland bipolar forceps instrument. The procedure was completed. No patient harm.